Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems india (omsi) reported that the subject foreign material had been found on the forceps elevator. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to the following. - there was a difference between the brushing method for the forceps elevator performed by the user facility and the brushing method recommended by the instruction manual. - the staff of the user facility had not been trained sufficiently on the handling of the subject device, the reprocessing of the subject device after repair, or the usual reprocessing, following to the instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was a foreign material on groove or gap of the distal end. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon which was caused by insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.